Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was also duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
It was reported that the pump dispensed insulin during the load cartridge phase. The pt reported that he received multiple loss of prime warnings. He attempted to re-prime the pump but the alarm repeated with each attempt. The pt stated that the loss of primes were not associated with a battery or cartridge replacement, the cartridge cap was secure, there were no associated alarms, and there was no exposure to extreme temperatures. The pt was advised to change the cartridge and he stated that when he did so the pump emptied the cartridge during the load cartridge phase of the process. He confirmed that he was disconnected from the pump.